Manufacturer narrative:
Follow-up information received on 09-nov-2015 (questionnaire provided from reporter): the consumer's concurrent conditions included underweight ((B)(6)). Previous gynecological problems/interventions were denied. Essure was inserted on (B)(6) 2015. Gynecological ultrasounds on (B)(6) 2015 showed the left coil protruding in endometrial cavity (2.9 cm) - this was further confirmed using 3d ultrasound. There were no signs of infection or inflammation. On (B)(6) 2015, essure was removed bilaterally via laparoscopy/bilateral salpingectomy. Left cornual resection and repair of the uterus was performed. The consumer was discharged in the same day. The reporter stated it was medically necessary to remove essure. The consumer's symptoms/pain resolved after surgery. She was out of work for 7 days, but was feeling better with no pain. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and an ultrasound showed left coil is protruding 2.9cm into endometrial cavity. Essure was removed bilaterally via laparoscopy/bilateral salpingectomy. This event, interpreted as device dislocation, is serious due to medical significance and listed in the reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes. In the present case, consumer was experiencing pelvic pain after essure insertion and an ultrasound showed the left coil was protruding 2.9 cm into endometrial cavity. Given the nature of the reported event, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. Based on the available information, there is no relationship between the reported medical event and a quality defect.

Event description:
This is a spontaneous case report received from a non-health professional in united states on 18-sep-2015 which refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted in 2015 for permanent contraception. Additional information received on 18-sep-2015. On 13-aug-2015 consumer was seen and she had been experiencing pelvic pain for 3 to 4 months post essure insertion. An ultrasound was performed on (B)(6) 2015 and showed that left coil is protruding 2.9 cm into endometrial cavity. The reporter, who is the surgical scheduler, stated that consumer is getting the essure removed surgically and would like to know the billing code for removal of essure. She would not provide name of physician in her group who saw patient. Follow-up information received on 04-oct-2015 - ptc investigation result provided: ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and an ultrasound showed left coil is protruding 2.9cm into endometrial cavity. She is scheduled to have essure removed surgically. This event, interpreted as device dislocation, is serious due to medical significance and listed in the reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes. In the present case, consumer was experiencing pelvic pain after essure insertion and an ultrasound showed the left coil was protruding 2.9 cm into endometrial cavity. Given the nature of the reported event, causality with essure cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Based on the available information, there is no relationship between the reported medical event and a quality defect. Further information is expected.